Event description:
It was reported that this pacemaker was explanted after less than two weeks of implant due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that the leads of this pacemaker system were scheduled for lead revision due to lead dislodgement and loss of capture (loc). The patient requested a full system explant, without re-implant. No additional adverse patient effects were reported. The explanted products will be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was explanted after less than two weeks of implant due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted after less than two weeks of implant due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that the leads of this pacemaker system were scheduled for lead revision due to lead dislodgement and loss of capture (loc). The patient requested a full system explant, without re-implant. No additional adverse patient effects were reported. The explanted products will be returned for analysis.